Event description:
It was reported that while using a 4 litre oxygen concentrator, oxygen was leaking from the top of the tracheolife ii and the pt turned blue. The tracheolife ii was removed and replaced with another tracheolife ii.

Manufacturer narrative:
At this time it is uncertain that there was a malfunction of the device, incorrect usage of the device, or if the user was unfamiliar with the new design and its characteristics. The manufacturer's dfu states under warnings: during use, check that the suction/inspection port is properly capped. Changing from a previous tracheolife model to tracheolife ii, oxygen dependent patients may notice a moderate decrease in inspiratory oxygen fraction. This is due to the new oxygen port position, that while improving gas humidification it may affect oxygen concentration. To restore the proper spo2%, adjust oxygen flow as needed. The manufacturer's dfu states under precautions: do not refurbish, do not reuse, soak, rinse, wash, sterilize or treat with any disinfectant (in particular phenolic and alcoholic-based solutions are to be avoided). Use only with devices having iso standard connectors. Replace the tracheolife ii at least once per day to reduce the risk of obstruction and the development of bacterial or fungal colonization within the device. The investigation is currently in progress. We have requested the tracheolife ii be returned for failure investigation, and attempts are being made to gain add'l info from the user including: did they adjust (increase) the flow from the concentrator; how long was the tracheolife used before pt noticed a decrease in the flow. The lot number was provided and the manufacturer has reviewed the lot history records for which there were no non-conformances. If the tracheolife ii is returned and failure investigation results provide significant info, a follow-up report will be submitted.